Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported the 0 and 1 keys on the keypad are not working, which was reproduced during evaluation. Evaluation found during a visual inspection to be caused by a damaged front case. The front case and keypad were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keys 0 and 1 were not working. The problem was found during programming/setup in the emergency room. There was no patient involvement. No additional information is available.